Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implants on both sides and experienced bilateral capsular contracture; baker grade iii postoperatively. As a result, the devices will be explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient experienced bilateral baker grade iii/IV for the bilateral capsular contracture reported, and the date of surgery was (B)(6) 2020. Hence, explantation date has been updated to (B)(6) 2020, under field d7 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).